Event description:
The complainant alleged that while monitoring a 94 year old female pt the device would intermittently lose the ECG signal and display a "cable fault" message. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.